Event description:
Customer reported a persistent alert malfunction with their pump, but was unable to recall any specific code or fault identification. There was no reported adverse impact to the customer's blood glucose level. Customer plans to call back for troubleshooting when they have access to the pump.